Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Out of range, low pacing lead impedance and noise resulting in oversensing was noted on the right ventricular lead. All other measurements were stable. Programming changes were made. The patient presented for a laser lead extraction. Upon interrogation, it was noted that the generator reached elective replacement indicator (eri) past few months and was currently below end of life (eol). There was no noise noted on the lead during procedure as wireless telemetry was not available however, the physician suspected noise on the ventricular lead. All measurements were stable on the atrial lead. The pacemaker and the right ventricular lead were explanted and replaced. There were no adverse consequences and the patient was discharged the following day without any complications.